Manufacturer narrative:
Complaints database review revealed no further similar events since unit¿s installation. Based on current level of information and considering that no intervention onto the unit was requested, the root cause could not be conclusively determined. Based on historical data analysis, a sporadic electrical condition or an isolated communication issue with the heart-lung machine could have contributed to the reported event, and no concerning trend was highlighted for reported failure modes. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during priming, the control panel for mrp85 displaye alarm "setpoint dial error pump 5a" when operated, and the pump does not start. There was no patient involvement. This results in limited use of the hlm! Customer: herzzentrum leipzig gmbh, struempellstr. 39, 04289 leipzig, germany.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 mast roller pump if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.